Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 was failed to close and the ball bearings were fell off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer with broken slide rails and the ball bearing cage came off rails. A field service engineer picked up new half-height cubie drawer from storage location. Moved existing cubie pockets to new drawer. Installed and configured new installed cubie drawer on station. Tested and able to access all pockets and drawer. The system functioned as intended after the field service engineer repaired the device.